Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. When powered on led segments on the led digits do not illuminate. The device was able to obtain readings. Internal inspection showed the failed led segment on the instrument board has an open circuit across its nodes. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported a rad-5v is missing segment on display. Segment unknown. No patient impact or consequences were reported.